Event description:
It was reported that the patient underwent a plif at l5-s1 with lifespine peek cages and rhbmp-2/acs with posterior fixation in 2007. Gelfoam was also used during the surgical procedure. Four months later, the patient suffered a fall while wearing a brace and developed back pain. Reoperation in early 2009 revealed bone protruding from the posterior aspect of the disc space, which formed a v-shaped bed under bilateral nerve roots. The physician removed the excess bone, as well as the rods and screws as the fusion was solid.

Manufacturer narrative:
A review of the certifications of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specifications which might contribute to the reported event. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.